Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2017, product type: screening device. (B)(4).

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient noticed slight improvement with urgency and it was not as bad as before; the patient was going every two hours, whereas before they would set a timer to go every hour. The patient took diuretics, which made them go more often and void more, sometime every 25 minutes. It was confirmed with the patient that at their baseline, they would get the urge to void and when they went, they would have a bowel movement. The patient was not feeling stimulation and the controller would not go past 7.0 without error ¿settings are not available call your clinician¿. The patient decreased amplitude and slowly increase; comfortable stimulation was now felt at 7.2 on their buttocks area. The patient was concerned the leads could have become dislodged or loose since they could not feel stimulation earlier. Additional information was received one day later. The patient could not feel stimulation on the left side and was unable to increase amplitude. They received an error ¿setting not available, cannot provide your desired setting. Call your clinician¿. The patient was left on the right side. Additional information was received on 2017-jun-03. The patient noticed slight improvement with leakage and was not leaking as heavy as before; however, it was noted the patient had less than 50% improvement. The patient switched to the left lead with amplitude at 6.1. They were unable to go past 6.1 due to a ¿setting not available contact your clinician¿ error. The patient did not feel stimulation, but wanted to try this side. Additional information was received one day later. The patient was very pleased with improvement and only changed their pad today for freshness. It was noted that the volume of leak was less and the patient was surprised of less urine production; they were sure it had nothing to do with their intake because they were drinking enough fluids. No further complications were reported/anticipated.